Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 7.7-8.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was damaged during the surgical procedure at this location. External insulation abrasion was noted at 7.3-7.5cm and 7.7-8.1cm from the connector pin, consistent with lead friction to the ICD can. The re coil was exposed at these locations. External insulation abrasions were noted at 14.7-15.9cm and 20.8-21.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. External insulation abrasions were noted at 38.4-38.9cm, 42.1-42.8cm, 45.3-45.9cm, and 45.4-45.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion were noted at 38.6-41.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was damaged during the surgical procedure at this location.